Event description:
The facility reported a colleague infusion pump with pump failure. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event, and this facility was not willing to be contacted for any further information. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pump failure was neither confirmed nor reproduced during product evaluation. However, upon review of the event history log, failure code 810:04 was found on the reported occurence date. Quality engineering has confirmed failure code 810:04 as the determined problem. The root cause of the failure code was the air in line (ail) printed circuit board (pcb) was out of calibration. The ail pcb was recalibrated to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.